Event description:
During the procedure, the surgeon reported that the device stopped working. The jaws would not open back up. The device had been used several times during the procedure. The device was removed from the field and a new device was utilized to complete the case. It is unknown if the new device was of the same or different lot. It is not mentioned if the jaws were closed on tissue at the time of the device failure.